Event description:
It was reported that approximately five days post implant both the right atrial (ra) lead and right ventricular (rv) lead exhibited drop in sensing and increased threshold. It was further noted that both the ra and rv leads had dislodged. Both the ra and rv leads were moved and re-implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.